Event description:
Additional information: attorney alleged the pump system was surgically removed "due to malfunctions."

Manufacturer narrative:
No device analysis was performed. Device analysis was postponed following contact from the patient's attorney.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, lot# n175919013, implanted: 2008 (B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Attorney alleges that from approximately the beginning of 2012 the pump had caused the patient harm, personal and economic injury, due to episodes of motor stall requiring medical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A confirmed motor stall and motor stall recovery was reported. It was added that motor stall occurred once in the past week and once 3 months ago. Patient had no symptoms. During a refill as of the date of this report patient had mentioned to the healthcare provider (hcp) that he had heard the pump alarm a few times. Hcp checked logs and logs showed a motor stall occurred (B)(6) 2012 at 18:47 and recovered (B)(6) 2012 at 07:36. It was added that the first motor stall was related to an MRI and had recovered. The most recent motor stall was not related to an MRI. Patient was concerned because this was a long motor stall. It was indicated that the pump would be replaced on (B)(6) 2012. Drug delivered via the device was fentanyl. It was later reported that patient did experience decreased pain relief over the past 3 months. Pump and catheter were both replaced on the set date. It was further added that initially only the pump was going to be replaced, but when the surgeon opened the pocket and attempted to aspirate the catheter he was unable to do so hence the catheter was replaced too. No diagnostic tests were performed. Patient was without injury; recovered without sequela.

Manufacturer narrative:
(B)(4).